Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was flashing and turned black. A field service engineer (fse) found the communication sled was broken. The fse also observed that the station was not powering on; toggling the power switch caused the communication sled to blink intermittently. The station was powered down and the communication sled was replaced, but the issue persisted. Subsequently, the power supply was replaced, which resolved the problem. The machine successfully booted up. The customer verified functionality by logging in and performing a drawer recovery, which was completed without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen was flashed and turned black. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.